Event description:
Rptr has a history of chronic mastitis. She had implants inserted in 11/73. After surgery she had skin breakdown and fluid draining. The dr removed a small amount of the saline. Rptr had to have dressing changes twice a week and after 16 or more visits to dr the implants were empty and her chest became infected with large circles of decubitus ulcers, pain and fever. Rptr later had a 5 hour surgery for the chest infection.